Event description:
The customer tested his blood glucose using the breeez 2 meter and contour meter. The readings were 37 and 100mg/dl, respectively. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. Product is not expected to be returned for evaluation at this time.